Event description:
It was reported that the patient presented to the emergency room. Upon review, it was discovered that the right ventricular lead (rv) exhibited high capture thresholds. A chest x-ray was performed and it was noted that the rv lead may have moved. During the lead revision the helix of the rv lead sprung due to excess rotating of the screw. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.